Event description:
It was reported that the pt experienced pain and a shocking and jolting sensation with movement on the left side of her back, mid lumbar. The pt also had swelling around the waistline on the same side of their body as the implanted neurostimulator (ins). The pt was not using the neurostimulator, but continued to experience pain. In 2009, the pt underwent an impedance check, at which time the pt indicated that the ins was "too big". The pt underwent another impedance check and reprogramming at about 5 days later. Add'l info received reported that the swelling above the waistline (where the lead had been implanted) had subsided, and that the pt was no longer experiencing the shocking and jolting sensation.